Manufacturer narrative:
Based on the log file analysis the entry "membran pressure low" was found which is associated with the reported vent error. This failure code is entered to the log if the membrane vacuum drops below the minimum value for automatic ventilation. The vacuum pressure is necessary to maintain proper function of the ventilator piston diaphragm i.e. To avoid wrinkling during movement. As a precaution in such case the ventilator stops its operation accompanied by an audible and visible "ventilator fail" alarm. As automatic ventilation is not possible anymore the user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. An "apnea pressure" alarm is generated if the breathing pressure monitor does not sense a valid breath for a specified period of time. It could not be clarified if both alarms (vent failure/apnea pressure) were posted independent from each other or if the apnea alarm was an aftereffect of the ventilator failure. The root cause for the detected low membrane pressure was determined by the service technician on-site to be a leaky apl bypass valve. The valve was corrected by the service technician. The device was successfully tested afterwards and was returned to use without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit was getting apnea pressure and a vent error. No patient injury reported.